Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. A visual inspection was performed and showed no damage to the device. The functional evaluation found that the device was unable to start up due to the battery being depleted, failed to charge because the main board was defective, failed to generate negative pressure as the vacuum motor was defective. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device was found unable to start up correctly, operate on ac power and control negative pressure due to the vacuum motor, mainboard and battery are defective. Also the device failed the blockage and leak tests. No patient was involved because this was found during service and repair.